Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during a visual inspection of a returned samples, a customer found the presence of ¿white filamentous particles¿ in six 60 ml bd unknown syringes. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received a photo for evaluation. No samples were returned from the customer in support of this complaint. The photo showed foreign matter in the fluid path therefore failure mode was verified. A device history review as not completed as no batch number was provided. Investigation conclusion: potential root cause ¿ plastic dust may be created throughout the manufacturing process via conveying and vibration of plastic components. Machinery is cleaned multiple times each day. All operators follow a gowning procedure to reduce fm brought into the manufacturing area. All syringes have the interior flushed with ionized air to remove any potential foreign materials.